Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the left femoral artery after a diagnostic procedure. Reportedly, the device was difficult to remove. The access ports were used unsuccessfully. Counter traction was used to remove the device. Hemostasis was achieved using manual compression. There were no adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.